Event description:
Same case as: 2134265-2013-09257. It was reported that a guide wire broke. A 330cm rotawire and a rota burr were selected to ablate the target lesion. During the procedure, the rotawire was advanced into the patient. The rota burr and advancer were then advanced over the wire to set the rpm, while still outside the patient. The system stalled and it was then noticed that the wire was broken. No patient complications were reported and the patient¿s status was stable. The procedure was rescheduled for another day and was successfully completed.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-09257. It was reported that a guide wire broke. A 330cm rotawire and a rota burr were selected to ablate the target lesion. During the procedure, the rotawire was advanced into the patient. The rota burr and advancer were then advanced over the wire to set the rpm, while still outside the patient. The system stalled and it was then noticed that the wire was broken. No patient complications were reported and the patient's status was stable. The procedure was rescheduled for another day and was successfully completed.